Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the iol was inserted then removed after noticing a small tear on the lens. It was replaced with the same model/diopter without any incident. The procedure was completed on the same day. No patient harm reported. Additional information has been requested and received which states in the surgeon¿s opinion, there was no quality issue with the lens that contributed to the event indicating ¿not sure-the lens was scratched but felt most likely occurred in loading and or injecting of iol.¿

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).